Event description:
Hep b injection using 25-gauge 1 inch needle to right vastus lateralis (outer thigh). Injection completed, pulled out needle and triggered safety glide protector. 1/4 of needle stayed in patient's (pts) thigh, and dislodged from syringe and safety glider.